Event description:
A malfunction alarm was reported, indicated by malfunction code 16. There was no adverse impact to the blood glucose level. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. Technical support arranged for a replacement pump and guided the customer through the process of putting the pump into storage mode and returning it within 10 days. The customer acknowledged and understood all instructions.